Event description:
The customer reported that during an esophagectomy, an end tone was provided by the generator indicating a completed seal cycle and oozing was noticed. The surgeon used another device to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.